Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 738mg/dl. It was stated that the customer had unexplained high glucose for the past two days, and she was treated with the insulin pump and manual injections. No further info was provided.